Event description:
It was reported that the device had can't calibrate for low rate. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had can't calibrate for low rate. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported pump module can't calibrate for low rate was not replicated during investigation. The suspect device was fully evaluated, and no issues or malfunctions were observed during the investigation. It was observed contamination for fluid ingress inside the pump module. No other issue or damage was found. Rate accuracy and rate calibration testing from asm were performed in order to replicate the issue of the complaint, and no issues or malfunctions were found during the testing. The date of the event was reported as 10 september 2025; the time was not provided. The error log of the suspect pump module shows no issues or malfunctions recorded. The event log does not contain sufficient information to verify the issue reported in the complaint. The last infusion was registered on (B)(6) 2025, at 8:17 am; however, the dataset or profile used is unknown. On (B)(6) 2025, at 8:17 am, pump module 8100 (s/n: (B)(6) was used to perform an infusion with an unknown drug. The infusion was programmed with a rate of 240 ml/h and a volume to be infused (vtbi) of 20 ml, indicating a short 5-minute infusion. The infusion started, but a "check IV set" alarm was displayed shortly after. The pump was restarted, yet the same alarm appeared again. The infusion was then paused. The pump was selected twice, and the infusion was restarted. Following this, the pump was selected two more times before the channel was turned off. No other infusion was performed. Alaris system manual (v12.1) states the following recommendations in troubleshooting and maintenance: troubleshooting and maintenance should be performed only by qualified personnel, using the applicable technical service manual and system maintenance software. The service manuals and system maintenance are available from carefusion. The service manuals include routine service schedules, interconnect diagrams, component parts lists and descriptions, test procedures, and other technical information to assist qualified service personnel in repair and maintenance of the instrument¿s repairable components. System maintenance is used to perform a new instrument check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.